Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
No surgical interventions have been performed to date. An implant card was received indicating that the high impedance was observed during generator replacement surgery.

Event description:
It was reported that during generator replacement surgery on (B)(6) 2014 due to end of service, the vns patient¿s replacement device was tested with the existing lead and diagnostic results revealed high impedance (impedance value >= 10,000 ohms). X-rays dated were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause of the high lead impedance remains unknown. Follow-up revealed that generator diagnostics were performed during the replacement surgery and no issues were noted with the replacement device. The patient¿s device was programmed on during a follow-up office visit on (B)(6) 2014 despite being advised to disable the device. The physician elected to leave the device programmed on as the patient previously had great efficacy from vns and the patient was doing well. No known surgical interventions have occurred to date

Event description:
An implant card was received indicating that the patient underwent lead replacement on (B)(6) 2014 due to lead discontinuity.